Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert, specifically alert 07, was noted in the pump history around the time the issue began. There was no reported adverse impact to the customer's blood glucose level. The issue resolved itself as the pump began charging using the tandem wall adapter and tandem charging cable, without the need to change the charging supplies. No further assistance was required once the pump started charging, and there was no pump shutdown or inability to restart the pump.